Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 4.50 x 12 synergy drug-eluting stent was advanced but failed to cross. When the device was removed for additional vessel preparation, it was noted that some of the stent struts had pulled away from the stent delivery system. The procedure was completed with a different device. There were no patient complications nor injuries reported.